Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on (B)(6)2025. A visual inspection and screening test of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material in the tip of the device. Further examination under microscopic imaging, a separation between the pebax and the electrode section was found, and the reddish material inside of it. The device was connected to the carto 3 system, and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax separation could be traced to the manufacturing process. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿pressure sensor¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿pressure sensor¿ issue. In addition, biosense webster inc. Analysis finding of ¿a separation between the pebax and the electrode section and the reddish material inside of it¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. Initially reported a pressure sensor issue. As soon as the doctor delivered radio frequency (rf), the contact increased abnormally; even floating in the atrium. Used another device to complete the procedure. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2025 observed reddish material in the tip of the device. Further examination under microscopic imaging, a separation between the pebax and electrode section was found, and the reddish material inside of it. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and electrode section on (B)(6)2025 and have assessed this returned condition as reportable.